Manufacturer narrative:
The puswire was received in two broken segments. Analysis of the break point showed the failure of the pushwire occurred due to torsional overload. (B)(4).

Event description:
It was reported that the pipeline was implanted. While removing the pushwire, the distal section separated. The physician was able to retrieve the broken segment with an alligator. No patient injury reported.